Event description:
The facility reported to baxter that the reservoir of an intermate lv 250 device had ruptured while the device was being filled with a solution of amikacin and normal saline. The intended fill was 550mg of amikacin in 250ml of normal saline but the reservoir burst after approximately 100ml of this solution had been compounded into the device. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.